Event description:
During product service by a service technician, a flogard infusion pump was found to have damaged latch roller. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the actual device was evaluated at customer site. This is an ancillary service event. Visual inspection confirmed that the latch roller had wear and tear damaged. To correct the condition, the latch roller was replaced. No further action was required. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.